Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, itchy rash under the lifevest on her back, under arms, and under her breasts. The patient was given a prescription from her physician, and the patient began changing garments more frequently. Follow-up indicated that the irritation was improving.